Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a defective power supply. However, the specific cause of the defective power supply was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image, patient data or menu. The device worked for one week, then failed again during preparation for use for a diagnostic procedure. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to a faulty power supply, there was no image (only color bars), as well as no patient data, menu, date, time and the keyboard did not work. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.